Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use, the thermogard xp ivtm system (sn: (B)(4)) was displaying error message tcm:ID 05 ( coolant diff failure). The customer restarted the thermogard several times; however, the error message kept displaying. The customer used another thermogard to continue and complete the patient's temperature management therapy. No known patient consequences reported.

Manufacturer narrative:
The customer reported complaint of the system exhibiting error message tcm:ID 05 ( coolant diff failure) was confirmed during review of the event log. A review of the event log was performed and found error message tcm:ID 05 (coolant diff failure). The root cause of the error message was found to be defective lm 34 temperature sensor. After the defective temperature sensor was replaced and the pump raceway cleaned, the console passed all functional and electrical testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp IV system with serial number (B)(4).